Manufacturer narrative:
Component code = 4756 - hydros foot pedal, a reusable component of the hydros robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during aquablation therapy, fraying of the hydros foot pedal cord caused the device to malfunction. Due to the malfunction, the treating surgeon decided to convert the procedure to transurethral resection of the prostate (turp). There were no adverse health consequences for the patient as a result of this event.